Event description:
A side laser fiber was placed to perform an ablation of the prostate. The ablation of the median bar of the prostate began (at 80 watts) when the laser failed, with subsequent breakage of the fiber, burning the physician's right palm. The patient was not injured.